Event description:
A total knee was performed on a patient on (B)(6) 2017. The patient reported pain and the knee was revised on (B)(6) 2018. Upon exposure, the patella was no longer attached to the host bone.

Manufacturer narrative:
A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure. A visual examination revealed that the bone cement mantle separated progressively over time from the host bone. Simultaneously, the patella pegs were over-stressed which led to their fatigue failure. It also appears that the pegs fractured successively. The root cause cannot be definitively identified from the available evidence. Possible contributors include inadequate cementing technique and inadvertent incorporation of a foreign substance in the cement mantle.